Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly difficult to be removed from the vessel. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter was received for evaluation. The patency of the guidewire lumen was tested using an in-house guidewire and was able to insert and retract without issue. An in-house presto inflation device was then used to inflate the balloon. The balloon inflated and maintained pressure, but the balloon could not be fully deflated. No other functional testing performed. Therefore, the investigation is confirmed for the reported deflation issue as the balloon could not be completely deflated. However, the investigation is inconclusive for the reported entrapment as the conditions of use could not be replicated. A definitive root cause for the reported entrapment and deflation issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required h10: b5, d4 (expiry date: 12/2025), g3, h6 (device) h11: d2b (dqy;lit), d4 (unique identifier (UDI) #), h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the stenosis of the brachiocephalic vein towards inferior vena cava via left internal jugular vein and left common femoral vein, the pta balloon was allegedly difficult to remove from the vessel. It was further reported that the pta balloon allegedly had deflation issue. Reportedly, after many attempts, the catheter was removed from the vessel. The procedure was completed using another device. There was no reported patient injury.